Manufacturer narrative:
Concomitant medical products: 429888 lead implanted: (B)(6) 2019; w4tr01 ipg implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a new right ventricular (rv) lead implanted one week ago and was experiencing diaphragmatic stimulation with paced beats. It was further reported that the rv lead exhibited non-capture and was sensing variable r-waves. Reprogramming occurred. Intervention is planned. No further patient complications have been reported as a result of this event.